Event description:
A patient reported that they were seen in the e.r. Because they were having symptoms of high bg on june 5. Symptoms consisted of feeling weak, faint and dehydrated. The meter allegedly would only display the apply sample prompt and even when pt applied blood on the test strip, the meter would show the same prompt. The meter had this issue since the end of may and has not tested bg since then. On june 5 patient went to the e.r. And they tested the bg on hcp (meter) and it was 400 mg/dl. Two hrs later e.r. Meter read 250mg/dl. Patient was treated with IV glucose. In the notes it mentions that the meter would not work properly and the memory feature would only show the 888's and three dashes plus 2-3 of the past results, then turn off. Meter also displays hi and ccr was unable to resolve that issue. Ccr was able to resolve the memory issue and apply sample for patient.